Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. It is presumed that the b30 error was solved because no other information from the customer was provided to the inquiry from service department. The cause of the error is presumably either of the descriptions stated below. ¿a foreign object was attached to electrical contacts of the scope. ¿the communication cable was not securely connected. The instructions for use (IFU) states properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is experiencing a b30 scope communication error. There was no patient involvement, no harm or user injury reported due to the event.